Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin. After changing the reservoir the insulin pump was able to deliver insulin. The insulin pump alarmed no delivery. The customer was hospitalized but it was not related to the insulin pump. The customer rebounded from a low blood glucose because they over treated. Customer's blood glucose level was 12.4 mmol/l. The device was not returned.